Event description:
Eye surgery center believes their pts are getting dlk due to sterilizer.

Manufacturer narrative:
Unit was evaluated by service tech. Unit was visually inspected and functionally tested/cycled. No apparent abnormalities were identified and the unit's performance was verified.